Manufacturer narrative:
Continuation of d10: dtpb2qq crtd; 6935m62 lead; 5867-3m adaptor implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. It was noted that the patient was lost to follow-up after implant and was not remotely monitored. The patient was seen in the emergency room last week and it was discovered that the battery was at recommended replacement time (rrt) and the left ventricular (lv) lead exhibited very high and unstable threshold measurements. It was noted that only one vector captured at that time. The device and lead were explanted and replaced. The patient will be remotely followed from this point forward. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.